Event description:
A customer contacted beckman coulter inc. (Bci) stating that the sample probe obstruction detector was leaking wash buffer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on site and replaced the part.